Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed a motor error alarm during rewind. Customer's blood glucose was unknown. Found multiple motor error alarms in history. Customer was advised that the device will be replaced. Customer will not be returning the device for analysis.